Event description:
The following has been reported: pump was dropped off with a note reading "needs checking out ". Ran basic tests, all okay, but when pump was put into calibration mode, the air detector test would not pass without a communication error. Installed new tubing set first, then after repeated failure, a new air detector kit was installed. Re-assembled and verified all tests okay. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the air sensor was changed to solve the issue. Despite several requests for part return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation therefore the root cause of the reported issue could be linked to a defective air sensor but cannot be confirmed. Although we cannot confirm that the air sensor of the reported device was defective, please be informed that a CAPA was open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety." This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.